Manufacturer narrative:
It was reported that following a left total hip arthroplasty surgery, the patient developed groin pain, bone lucency and metallosis. As of today, the implanted devices, all of which were used in said surgery remain implanted in the patient hence cannot be evaluated. A review of the complaint history for the modular head, cup, sleeve and stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No similar complaints were identified for the modular head, cup or stem. Similar complaints have been identified for the sleeve, however, as the device is no longer sold, no action is to be taken. On account of the fact devices reportedly involved in this incident were not returned for evaluation, the relevant production records were reviewed. All released devices involved met manufacturing specifications upon release for distribution. Review of manufacturing records did not reveal any waivers, concessions, manufacturing, or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. With the information provided the reported ¿bone lucency and metallosis¿ cannot be confirmed nor can the clinical root cause be determined but the corrosion at the taper cannot be ruled out as a contributing factor. It cannot be concluded that the reported groin pain, bone lucency and metallosis are associated with a mal performance of the implant. The patient impact beyond the pain and slight weight gain cannot be determined. As a result of this investigation, a probable root cause of the reported clinical reactions cannot be determined, without return of the applicable devices we cannot advance the investigation or confirm the details supplied in this complaint; our investigation remains inconclusive. Furthermore, due to the insufficient information provided, we are unable to determine specific factors known to contribute to the alleged faults. If the devices or additional information become available in the future, this case will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Event description:
It was reported that, after a bhr-tha construct had been implanted on the patient's left hip on (B)(6) 2009, the patient experienced the following symptoms: growing pain, bone lucency and metallosis. Per patient's correspondence, medical assessment of x-ray images performed on 2016 appear to show osteolysis at the top end of the femur and pelvis. Further medical evaluation of x-ray images conducted on 2019 suggest there is a taper corrosion from the metal modular head of the bhr-tha construct. A revision surgery has already been indicated to replace the bhr-tha system with a dual mobility liner, although it has not been scheduled yet. Patient's current health status is good apart from the left hip pain and slight weight gain due to less exercise.

Manufacturer narrative:
Internal reference number: case- (B)(4). Corrected information in: e1: internal reference number: case- (B)(4).

Manufacturer narrative:
It was reported that following a left total hip arthroplasty surgery, the patient developed groin pain, bone lucency and metallosis. As of today, the implanted devices, all of which were used in said surgery remain implanted in the patient hence cannot be evaluated. A review of the complaint history for the modular head, sleeve and cup was performed. Using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product and using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint aware date. No other similar complaints were identified to involve this batch for the modular head and cup. Other similar complaints were identified to involve this batch for the sleeve. However, as the sleeve is no longer sold, no action is to be taken. No other similar complaints have been identified for the part number and the reported failure mode for the cup and sleeve. Other similar complaints were identified for the modular head for the part number and the reported failure mode, however, as the device is no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. All the released devices involved met manufacturing specifications upon release for distribution. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. Modular heads and sleeves have been phased out from the market and as a result there is no live risk management file to review. Therefore, an evaluation of failure modes is not required. A risk management review was performed for the cup. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions required. The available medical documents were reviewed. With the information provided the reported ¿bone lucency and metallosis¿ cannot be confirmed nor can the clinical root cause be determined but the corrosion at the taper cannot be ruled out as a contributing factor. It cannot be concluded that the reported groin pain, bone lucency and metallosis are associated with a mal performance of the implant. The patient impact beyond the pain and slight weight gain cannot be determined. Based on the information provided we cannot confirm or further investigate the reported complaint, our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
H3, h6: it was reported that following a left total hip arthroplasty surgery, the patient developed groin pain, bone lucency and metallosis. As of today, the implanted devices, all of which were used in said surgery remain implanted in the patient hence cannot be evaluated. A review of the complaint history for the modular head, cup, sleeve and stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No similar complaints were identified for the modular head, cup or stem. Similar complaints have been identified for the sleeve, however, as the device is no longer sold, no action is to be taken. On account of the fact devices reportedly involved in this incident were not returned for evaluation, the relevant production records were reviewed. All released devices involved met manufacturing specifications upon release for distribution. Review of manufacturing records did not reveal any waivers, concessions, manufacturing, or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. With the information provided the reported ¿bone lucency and metallosis¿ cannot be confirmed nor can the clinical root cause be determined but the corrosion at the taper cannot be ruled out as a contributing factor. It cannot be concluded that the reported groin pain, bone lucency and metallosis are associated with a mal performance of the implant. The patient impact beyond the pain and slight weight gain cannot be determined. As a result of this investigation, a probable root cause of the reported clinical reactions cannot be determined, without return of the applicable devices we cannot advance the investigation or confirm the details supplied in this complaint; our investigation remains inconclusive. Furthermore, due to the insufficient information provided, we are unable to determine specific factors known to contribute to the alleged faults. If the devices or additional information become available in the future, this case will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
Internal reference number: case-(B)(4).